Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the arm. The patient stated that she went shopping and consumed approximately 17 grams of carbohydrates, after which she observed an increase in blood glucose. She administered two bolus doses of 6 and 8 units; however, her blood glucose continued to rise, and she subsequently developed symptoms including nausea, headache, and dizziness, prompting her to seek medical attention. The patient presented to the emergency room, where her blood glucose was measured at almost 400 mg/dl. According to the report, the pod remained in place, and medical staff switched the omnipod system to manual mode and continued micro-bolusing. The patient was diagnosed with a urinary tract infection and received antibiotic treatment, as well as an insulin injection in addition to ongoing omnipod therapy in manual mode. The patient remained under observation for approximately seven hours and returned home on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.